Event description:
It was reported that two fibers sparked while being used, and they were noticed to be broken in half. The procedure was completed with another device. There were no patient complications. This complaint refers to the first fiber.

Event description:
It was reported that two fibers sparked while being used, and they were noticed to be broken in half. The procedure was completed with another device. There were no patient complications. This complaint refers to the first fiber.